Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a beta cap adapter. The customer states that with the new adapter the tip is squarer and when the set is bent at the top often the set will break. (B)(4) mentioned that they believe that the hospital had to change the catheter for the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.